Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent left inguinal hernia due to urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary incontinence, bladder spasms and adhesions. It was reported that patient underwent partial removals of mesh on (B)(6) 2004 and (B)(6) 2004

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent pfannenstiel incision with retropubic dissection in the space of retzius removing the mesh, excision of portion of left-sided ilioinguinal nerve, and diagnostic cystoscopy on (B)(6) 2007 due to chronic pain following placement of mesh and left internal hernia repair with mesh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with left inguinal hernia repair. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.